Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging her onetouch verioiq meter was not holding a charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first began. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on an unknown date and time, he went to his doctor¿s office for a visit, an unknown lab blood glucose reading was obtained and his usual dose of insulin and pills were increased to an unknown amount. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that battery did need to be recharged per battery life/ usage recommendations however the patient did not have a new battery available at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment above and beyond the patient¿s normal routine which suggest an acute complication of diabetes occurred. In addition there is no indication that the subject meter malfunctioned based on the troubleshooting completed by the cca.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.